Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history records of the product code/lot# combination was conducted with no findings. A search of the complaint files found (B)(4) similar report with the involved product code/lot# combination.

Event description:
The user facility reported the footplate did not deploy. The following information was provided by the user: the procedure was a carotid stent, access was retrograde left cfa, and the circumstance was a closure of 8f hole in a scarred groin. The footplate did not deploy, and the device came straight back out. Manual compression was applied to gain haemostasis. There was no additional blood loss, and the patient was due to stay in hospital overnight following the procedure, therefore, no additional hospital time was required.

Manufacturer narrative:
One used 8 fr vip was returned for evaluation. The following components were returned: the arteriotomy locator and the hemostatic sheath mated with the carrier tube assembly. No other accessory components were returned. Visualization revealed that the deployment sleeve was in a partial forward lock position with the anchor residing just outside the carrier tube assembly. Dried blood like substance covered the device. No other anomalies were noted with the device. The device was subjected to functional testing. When attempting to move the deployment sleeve from the forward lock to full rear lock position, some resistance was felt. The deployment sleeve could be moved into the full rear lock position and the anchor posted. The device was withdrawn to replicate positioning of the anchor. The suture broke when attempting to pull the device back. The tamper tube was not released from the device. The cause of the event is likely due to anchor not being properly deployed as the device was returned in a partial forward lock position, not in the full rear lock position. The vip IFU ous states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.